Manufacturer narrative:
Investigation summary: bd integrated diagnostic systems initiated an investigation into discrepant results on the hpv assay for the bd viper lt system (catalog # 442946, batch # 3194737). Bd investigation required review of the batch history records and complaint trending review. The batch history records were reviewed, and no discrepancies were noted. Bd acknowledges through the return result information that a potential discrepant result did occur; bd was unable to duplicate or confirm the customer report. There are no current trends associated with discrepant results on the hpv assay. This complaint was unable to be confirmed for discrepant results. After further review of the complaint description, it is important to note that deviating from the procedure presented in the IFU is not recommended or supported by bd integrated diagnostic systems. The bd onclarity assay is calibrated and validated to detect clinically relevant levels of virus. The clinical cut-off of an hpv assay is set to biopsy-confirmed histology endpoints (cin2+) and that infections that do not meet this level are correctly considered clinically negative. Abnormal cytology is not a diagnosis but rather a screening result and it is quite possible that abnormal cytology results result in a diagnosis < of cin1 (non-diseased). No corrective actions were taken at this time.

Event description:
It was reported that while using the bd on clarity hpv assay reagent pack, there was a false negative patient result. Customer collected sample by bd surepath vial and then ran bd onclarity test and bd surepath test on same vial. The result from bd surepath slide showed abnormal cells/hpv, while result obtained from bd onclarity hpv assay was negative for hpv. They re-tested one more time with double volume sample (1 ml) from same vial of previous test (routine protocol of bd onclarity sample volume is 0.5 ml). The result obtained from re-test is hpv positive (type 52). There was no report of patient impact.

Manufacturer narrative:
Initial reporter phone number: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ocularity hpv assay reagent pack, there was a false negative patient result. Customer collected sample by bd surepath vial and then ran bd onclarity test and bd surepath test on same vial. The result from bd surepath slide showed abnormal cells/hpv, while result obtained from bd onclarity hpv assay was negative for hpv. They re-tested one more time with double volume sample (1 ml) from same vial of previous test (routine protocol of bd onclarity sample volume is 0.5 ml). The result obtained from re-test is hpv positive (type 52). There was no report of patient impact.